Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. During preparation of a 2.50x38 synergy ii drug-eluting stent, it was noted that the stent slipped halfway off the balloon. The device was not use and never went inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.